Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, half height cubie drawer 2.1 had repeatedly become stuck when being accessed.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed and hard to open. A field service engineer (fse) connected with the customer and identified that the pen lodged inside the drawer, and which had been removed to resolve the issue. The drawer operated normally following the removal, a verbal confirmation was received from the customer that the drawer was functioning properly. The system functioned as intended after the field service engineer investigated the issue.